Event description:
The hospital reported that during the coronary artery bypass graft surgery, the punch created a tear in aorta. The procedure was performed using the seal and while completing the amastomosis, the surgeon repaired the tear. No additional complications were reported.